Event description:
Additional information received from a company representative indicated the explanted catheter had been discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine (30 mg/ml) and morphine (10 mg/ml at 1.751 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had been having withdrawal symptoms. Hcp attempted a dye study on (B)(6) 2023 in the clinic but they were unable to aspirate from the catheter access port (cap) site. There were no external factors involved. They were then scheduled for a catheter revision surgery which took place today. Upon opening the pump pocket a piece of the catheter was found that looked to be coiled up. It appeared as if the pump had been flipping. They took the pump out of the pocket and tried to aspirate again but they were unable. They cut the pump segment past the point of the coiling and put a needle in the remaining implanted catheter; they were then able to aspirate. They cut an additional segment of the catheter off to be sure nothing would be damaged due to the needle in the catheter. The hcp performed a dye study to prove the remaining catheter was in good condition. The dye appeared only at the tip of the catheter to prove no catheter fractures existed. A new pump segment was then attached to the 8781 catheter and then attached to the excising pump. The event was resolved. **refer to (B)(4) for report of grinding/clicking noise from pump**

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted:(B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 26-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.